Event description:
The customer reported via phone call that he had an issue with the pump shutting down. Customer stated that the pump keeps losing power. Customer has been replacing the batteries a few times and the issue keeps recurring. Customer will be sent a replacement battery cap. Troubleshooting was performed and the customer did not receive another failed battery test. The pump did not come back up and was completely off. Customer went from a full battery to a half full battery. Customer stated that sometimes he has to reset everything. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.